Event description:
At about 1 year and 9 months after primary, the patient came in reporting pain due to a loose tibial component and the cause is unknown. The surgeon revised all components with competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-may-2024 lot 2114664: (B)(4) items manufactured and released on 01-mar-2022. Expiration date: 2027-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.